Event description:
It was reported that the stent was not fully reconstrained. The stenosed target lesion was located in the non tortuous and non calcified biliary tract. Pre-dilatation was performed and a 8x60x75/ 6f wallstent rp endoprosthesis was advanced for treatment. During the stent implantation process, the stent delivery shaft had been advanced to the end, however, the stent was not deployed although the physician tried to deploy it three times. The stent was not able to be fully reconstrained when removed from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Device evaluated by MFR.: a reduced wallstent device was returned for analysis. A visual and tactile examination identified multiple shaft kinks along the length of the shaft. The device was received with the stent deployed from the delivery system. The deployed stent was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that the stent was not fully resconstrained. The stenosed target lesion was located in the non tortuous and non calcified biliary tract. Pre-dilatation was performed and a 8x60x75/ 6f wallstent rp endoprosthesis was advanced for treatment. During the stent implantation process, the stent delivery shaft had been advanced to the end, however, the stent was not deployed although the physician tried to deploy it three times. The stent was not able to be fully reconstrained when removed from the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.